Event description:
It was reported that during an unknown procedure, the jaw of the device refused to cooperate. Therefore, they were unable to get the device out of the trocar. The surgeon had to cut the device in two to be able to remove it from the patient. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the jaws damage deformed and stuck side way at 45 degrees. In addition, the device was received with the shaft cut off in two pieces by the customer. The device was connected to the generator and it was recognized. Due to the condition of the devices not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.